Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The report of ¿high impedance¿ was confirmed. Analysis of returned lead a found a kink on the outer tubing where all internal wires were broken. The fractures are consistent with the high impedance reported and the device not being able to enter MRI mode. The root cause of the fractures is unknown as there were no reports of the patient having any falls, trauma or accidents prior to the allegation.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI:(B)(4), serial: (B)(6), batch:t00005718.

Event description:
It was reported that the patient is unable to enter MRI mode due to high impedances on one lead. Reprogramming was unable to resolve this issue. Surgical intervention may be pending to address this issue. The investigation did not determine which lead attributed to this issue.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2026, in which the lead was explanted and replaced.